Manufacturer narrative:
The field service engineer determined a clotted sample was going through the ise line. Aspiration alarms occurred prior to controls going outside of range. The customer performed cleaning to clear the obstruction and replaced the probe as a precaution. The customer ran controls and all results were within specifications.

Event description:
The initial reporter stated they started noticing that moving result averages were increasing for patient samples tested with ise indirect na for gen.2 on the cobas 8000 ise module. Controls were then tested and these also recovered high. Maintenance was performed on the analyzer and control recovery came back down. An unspecified number of patient samples were then repeated and corrected reports were issued for 29 samples. The customer provided data for one patient sample with discrepant na results. This sample initially resulted in a na value of 140 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 134 mmol/l. The repeat value was deemed correct. The na electrode lot number was v34, with an expiration date of 14-dec-2022.

Manufacturer narrative:
The last calibration performed on 09-may-2022 was ok and there were no alarms. Quality controls were within range prior to the event. Upon review of the alarm trace, multiple abnormal aspiration alarms occurred. The investigation determined the customer actions of cleaning and probe replacement resolved the issue.